Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a check lever alarm. There was unknown physical damage reported, unknown delay in therapy, unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top and plunger case. A 'check clutch/plunger lever error' was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the old and dirty lead screw and clutch halves was the root cause and were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.